Manufacturer narrative:
Block h6: imdrf device code a150202 captures the reportable event of gel last too long. Block h11: this product was not commercially released for distribution. As a result, no unique identifier (UDI) # exists for this product.

Event description:
It was reported that the core lab result for a patient who received a spaceit device showed that the hydrogel was still present within the patient's anatomy. No patient complications were reported as a result of this event.